Event description:
It is reported that the pt was revised due to dislocation. It was unclear whether stem had subsided. There were signs of infection so the surgeon removed all implants and implanted an antibiotic spacer. It is unk when the final components will be implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.